Manufacturer narrative:
(B)(6). The device was received for evaluation. Functional testing was performed and did not identify any issues related to the customer reported condition. A review of event history log revealed several occurrences of flange sensor failure. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified in the event history log review. The cause of the reported condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq syringe pump had an error 21502 (flange sensor failure) during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.